Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. No data was provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Initially this event was reported as a reportable malfunction. Upon further review it was determined that the report was a duplicate submission. MFR 3004753838 - 2020 - 045161 was reported in error. Please see MFR 3004753838 - 2020 - 045181 for the original reporting of this event.

Event description:
Subsequent to the initial MDR, it was determined that the report was a duplicate submission. (B)(4) should not have been reported to the FDA as this allegation was already reported with MFR 3004753838 - 2020 - 045181 .